Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer had current blood glucose levels ranged from 12.3 mmol/l to 25.0 mmol/l at the time of incident. Customer treated with insulin pump for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Insulin pump had hardware low level failure pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump and self test was pass. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.